Manufacturer narrative:
Review of DHR revealed all required challenge samples, set-up, and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on lot: 8155604 that would impact the outcome of the quality of the product relevant to the defect. Received five unused iag bc 24ga units from catalog number: 382512; lot numbers: 8155604, 8206862, 7318772, 8094527, and 7082978. One from lot number: 8155604, two from lot number: 8206862, one from lot number: 7318772, one from lot number: 8094527, one from lot number: 7082978. Also received one baxter one-link non-dehp microbore catheter extension set in a sealed package and one baxter one-link needle -free IV connector in a sealed package. Visual/microscopic evaluation: no mechanical/physical damage was observed to the wedge, inside/outside of the adapter. Functional test: a functional assessment of the connection compatibility of the returned units was conducted to evaluate the reported incident. The male luer of the baxter one-link catheter extension set was connected to the female luer of each adapter. An iso standard 10ml bd syringe with red fluid/water mix was connected to the other end of the extension set and performed a fluid leak test. There was a successful connection and the red fluid flowed through the extension set and adapter. The male luer of the baxter one-link needle -free IV connector was connected to the female luer of each adapter. An iso standard 10ml bd syringe with red fluid/water mix was connected to the other end of the IV connecter and performed a fluid leak test. There was a successful connection and the red fluid flowed through the extension set and adapter. The defect catheter defective/damage was not identified, confirmed or replicated with the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced.

Event description:
It was reported that the baxter extension sets are not engaging the iagbc plunger to allow blood flow on a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8155604. Medical device expiration date: 2021-05-31. Device manufacture date: 2018-06-04. Medical device lot #: 8206862. Medical device expiration date: 2021-06-30. Device manufacture date: 2018-07-25. Medical device lot #: 7318772. Medical device expiration date: 2020-10-31. Device manufacture date: 2017-11-14. Medical device lot #: 8094527. Medical device expiration date: 2021-03-31. Device manufacture date: 2018-04-04. Medical device lot #: 7082978. Medical device expiration date: 2020-02-29. Device manufacture date: 2017-03-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the baxter extension sets are not engaging the iagbc plunger to allow blood flow on a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc.